Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 490 mg/dl and diabetic ketoacidosis. The patient wore the insulin pump at the time of admission. The caller stated that the patient's blood glucose was in the 200 mg/dl over the weekend, but on tuesday his blood glucose exceeded 600 mg/dl. The customer experienced nausea, vomiting, abdominal pains, and difficulty breathing. The customer also may have had the flu. The patient treated via insulin pump therapy and manual insulin injection. At the hospital, the patient was placed on insulin drip. During troubleshooting the insulin pump failed the high pressure test. The test was repeated and the insulin pump passed. The insulin pump was not returned for analysis.